Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387-40 (lot: 0209365942); product type: 0200-lead; implant date (B)(6) 2015; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced abnormal impedances thought to be from the extension. The patient was scheduled for a dbs extension replacement, but upon disconnecting the extension from the lead, it was revealed that the lead was damaged. The distal lead contact detached and pulled out from the lead. No actions were taken to resolve the issue at this time, however, surgical intervention for lead replacement will be made for a future date.